Event description:
It was reported that the product requires revision and calibration. It can be seen that it cuts poorly, probably due to poor assembly of the expansion rollers, which could also be damaged. No patient involvement was noted as a result no harm or delay occurred. Upon evaluation it was noted the cutter failed the cut test. No other adverse events were reported along with the event.

Manufacturer narrative:
This incident has been recorded under (B)(4). Foreign: spain. Review of the most recent repair record determined the cutter failed the cut test and was returned to the customer as it needs replaced. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001526350 - 2022 - 00259, 0001526350 - 2022 - 00707, and 0001526350 - 2022 - 00706.